Manufacturer narrative:
Other, other text: d3, g1,2 email is: (B)(6). B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the product in good condition. Review of the event history logs confirmed an alarm and error message for ?pump settings and patient data lost?. Functional testing was performed but the reported issue could not be replicated; however, an error 46011 message was found in the device information folder. The most probably root cause was determined to be improper usage of the equipment. The error code was cleared and the device was charged for four days. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited an error code ?46011'. Per the reporter, there were no patient adverse effects.